Event description:
It was reported that noise was observed on the egm after lead revision. The new lead is from another manufacturer. There is no further information available at this point.

Manufacturer narrative:
The noise and non-sustained lead noise episodes were confirmed in the stored electrograms. The anomaly was not replicated during bench testing. The device was normal during testing. The cause of the noise could not be determined.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation should have been checked; MDR-2015-09445-01. Correction should have been checked; MDR-2015-09445-02.